Event description:
A customer contacted beckman coulter inc. (Bec) and reported a leak from reagent probes a and b on their unicel dxc 800 pro synchron clinical system. The customer did not report flags or error messages around the time of the leaking. The leak was about 50 ml and was contained on top of the instrument. The operator was wearing gloves, face shield and a lab coat. No injuries were sustained by any lab personnel. No erroneous results were generated.

Manufacturer narrative:
Bec field service engineer (fse) was dispatched to the customer site. The fse visually inspected the a/b valves, the switch assembly, reagent probes and collar wash assemblies. The fse found the reagent probe tubing from the wash bead to the a/b valve were incorrectly routed causing motion errors. The fse re-routed the tubing and performed a prime. Qc and samples were tested. Repairs were verified per established procedures, and results met published performance specifications. The fse was not able to find a cause for the leaking probes. (B)(4).